Event description:
9/10 coronary by pass x3 and bilateral carotid endarterectomy, in ICU on vent, IV nitroglycerine, nipride and dopamine. Systolic bp suddenly rose to 250 systolic. Syringe pump infusing nitroglycerine noted to have stopped running. (No alarms on this model). Quickly switched to another syringe pump. Bp normalized without further intervention. At high risk for post operative complications from uncontrolled bp, due to type of surgery and failure of syringe pump. No complications noted at this time.